Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose. Customer's blood glucose was 450 mg/dl. It was unknown if the auto mode feature was active at or not at the time of incident. The insulin pump will be not returned for the analysis.